Event description:
It was reported that the implantable cardioverter defibrillator (ICD) oversensed noise on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. It was noted that inappropriate therapy, such as anti-tachycardia pacing (atp) therapy and three shocks, were delivered due to the oversensing of noisy signals. The patient stated they were having drinks on their front porch when these shocks occurred. Boston scientific technical services (ts) provided troubleshooting actions and resolution recommendations. The boston scientific representative noted they will follow up with the physician. The device remains in use. No additional adverse patient effects have been reported. Subsequently, the device was explanted and replaced with a non-boston scientific product. No additional adverse patient effects have been reported.